Event description:
The contact called from a diabetic supply company. She stated that test strips were coming out of an unopened carton because the bottle cap had opened inside the carton. No readings were taken with the test strips. The test strips are to be returned for evaluation since exposure to moisture can cause high test results. Replacement strips will be sent.

Manufacturer narrative:
The lot number provided for the test strips was not valid, so it was not possible to determine a manufacture date.